Event description:
On 02/23/1998, the MFR rec'd info via fax from it's intl distributor regarding a customer in their territory. The intl distributor faxed the MFR a discrepancy report that states the following: during inspection of a box (10) of needles, a white foreign material was noted in two (2) of the needle packages. No further details were provided.